Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal and proximal conductor of the lead had developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead warning alert was noted and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. The impedance varied wildly with many trend values reading "open". There were 1955 high impedance paces. The rv lead warning was on (B)(6) 2012. There were 45 non-physiological senses.

Event description:
It was reported that there was an apparent right ventricular lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2010 (B)(6). (B)(4).